Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to implant fracture.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided due to missing patient consent; therefore, a visual examination could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. D10 - revitan, proximal part, cylindrical, uncemented, 55, taper 12/14 item#01.00402.055 lot#2786496, sulox, head, m, 32/0, taper 12/14 item#17.32.06, lot#2782665. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: unknown ;lot#: unknown ;item name: unknown revitan proximal stem ; therapy date - unknown. Report source foreign- germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was implanted with revitan stem. Subsequently, the implant has fractured. A revision surgery is planned. Due diligence is in progress for this complaint; to date no additional information or product has been received.